Manufacturer narrative:
The technician replaced the release handle and the pneumatic gas spring to resolve the issue.

Event description:
The technician alleged the head section would not lower. No injury reported.